Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008; 4194-78 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead had triggered an alert for high pacing impedance and non-physiological noise was noted on electrograms. The impedance trend was noted to be unstable. During the revision procedure, the physician noted insulation damage on the replacement lead, so the lead was replaced. The pace/sense portion of the lead was capped and replaced and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.